Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during a non-emergency procedure was performed when the issue happened. The procedure was completed successfully, with only a slight minute delay. The philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse identified failures in both the image store test and the image store lateral test. To resolve the issue, the fse recreated the image store for both frontal and lateral views. After recreated the image store, the system was confirmed to meet specifications and returned to use. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as the issue did not affect the procedure. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to trigger x-rays from the lateral plane, and unable to perform subtraction from the frontal plane, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.